Manufacturer narrative:
The patient¿s date of death was not reported; it was stated that the patient died a couple of years ago. (B)(4).

Event description:
It was reported that during a pump refill a couple of years ago, the medication was put into the wrong port. The patient coded in the office. The patient was in the ICU (intensive care unit) for a really long time and then went to a nursing home. He was never the same. Prior to the event, the patient ¿went on trips; stilled mowed his lawn; still did all of this stuff¿. The patient lived less than a year before dying. Additional information has been requested, but it was not available as of the date of this report.